Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer loaded a new cartridge and subsequently the pump declared an empty cartridge alarm. Customer was able to withdraw approximately 250 units of insulin from the cartridge. Customer attempted to load a new cartridge with 300 units of water and received another minimum fill notification. Reportedly, the customer reverted to manual injections for insulin therapy.